Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and sheath. A sheath and two dilators were returned separate from the catheter. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported difficult inflation cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the iab would not inflate. After multiple attempts, the customer determined it was an issue with the iab. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.